Manufacturer narrative:
The ventilator has not been investigated by our field service engineer. The customer canceled the request for service. No part was returned for investigation and no logs were received, despite of several reminders. Our customer said that the ventilator was failing the pre-use check in the sub-tests internal leakage, flow transducer and patient circuit tests due to the defective oxygen gas module. No device log file or goods has been received, therefore the cause could not be determined in this investigation.

Event description:
(B)(4).

Event description:
It was reported that o2 gas module that was purchased by customer was defective. Patient involvement was unknown. (B)(4).